Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR for the freestyle lite meter was reviewed and the DHR showed the meter passed all tests prior to release.    A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported their adc meter would turn off and on with strip insertion. Although the customer did not feel any glycemic symptoms she could not determine how much insulin to give herself after dinner, so the paramedics were called. A blood glucose between 450mg/dl to 490mg/dl was obtained on the paramedic's meter and the customer was advised to go to the hospital. Upon arrival at the hospital, a blood glucose of 350mg/dl was obtained on the hospital meter and the customer was treated with "1/2 a bag" of IV fluids for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their adc meter would turn off and on with strip insertion. Although the customer did not feel any glycemic symptoms she could not determine how much insulin to give herself after dinner, so the paramedics were called. A blood glucose between 450mg/dl to 490mg/dl was obtained on the paramedic's meter and the customer was advised to go to the hospital. Upon arrival at the hospital, a blood glucose of 350mg/dl was obtained on the hospital meter and the customer was treated with "1/2 a bag" of IV fluids for hyperglycemia. There was no report of death or permanent injury associated with this event.